Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for follow-up. The patient had experienced multiple arrhythmias during the check and was symptomatic to the episodes. Upon interrogation of the pulse generator, what appeared to be pacemaker mediated tachycardia (pmt) was observed. The patient had multiple ablations and what was observed could have been another arrhythmia that behaved like pmt. The device was reprogrammed and resolved the pmt. After changes were made the patient no longer felt anything abnormal.